Event description:
On (B)(6) 2022, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient¿s onetouch verio flex meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged error message began to appear on (B)(6) 2022. The patient manages their diabetes with a combination of insulin. The reporter claimed that an unspecified time prior to the start of the alleged issue, the patient developed symptoms of ¿lost memory and was thirsty¿. At the time of the initial call, the cca walked the patient through a retest with a new vial of strips and a ¿hi¿ warning message appeared; this warning appears when the meter detects blood glucose greater than 600 mg/dl. The cca advised the patient to seek medical help. During a follow-up call, the reporter informed the cca that the patient called their doctor and was advised to take an increased dose of 13 units of short-acting insulin and 40 units of long-acting insulin. The reporter claimed that after 1 hour, the patient¿s blood glucose re-tested ¿285 mg/dl¿ with the subject meter. No other device was used for testing. At the time of the follow-up call, the reporter informed the cca that the patient was feeling better. During troubleshooting, the cca noted the subject meter was not being used for the first time. The cca noted that the error cause was the patient¿s testing technique. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began. The subject meter could not be ruled out as a contributor to the event.